Event description:
The pump was returned for investigation. Investigation revealed the audio bolus button cover was missing but responsive. There were some intermittently responsive keypad buttons with contamination under the contacts of the buttons. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the audio bolus button was noted to be missing. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the audio bolus button was responsive. Some of the keypad buttons were noted to be intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.